Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer report was not replicated or confirmed. The investigation did not yield any results that were untypical. The electrodes passed all testing and were confirmed to have been assembled correctly. There is no indication of a device malfunction associated with the returned electrodes. Visual inspection of the pads did find samples of human hairs, skin residue, and a large piece of skin tissue that can prevent the electrodes from optimal coupling. The returned electrodes were observed to be functioning as expected during the evaluation. It is important to mention the device and activity/clinical logs were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal with these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.